Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-apr-11. It was reported that the damage to the catheter was observed during use. The patient experienced intrathecal baclofen withdrawal six times, and the catheter access port was negative. Troubleshooting was performed related to the damaged catheter; it was stated that catheter access port aspiration was negative outside gillette [the healthcare provider's facility]. It was reported that the likely cause of the damage was because it was an old catheter, and it was stated that a new catheter was placed. It was noted that the patient's weight at the time of the event was (B)(6). No further complications were reported as a result of the event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# l72771, implanted: (B)(6) 1999, explanted: (B)(6) 2017, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver gablofen [2000 mcg/ml] at 550 mcg/day, indicated for intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2017, the patient¿s catheter was replaced due to damage (break, tear, or hole). The pump was replaced prophylactically to avoid in-vivo battery depletion. No patient injury or symptoms were reported, and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found a broken catheter body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.